Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was placed into the right basilic of a patient in interventional radiology. Right after placement, the patient became nauseous and vomited. The patient complained of being hot when broke out in hives all over her body. After three hours, the catheter was removed and a non-coated catheter was placed. The symptoms subsided after the patient was given epinephrine.

Manufacturer narrative:
Qn#(B)(4). No product sample was returned for evaluation. However, the reported complaint was reviewed and a device history record review was performed on the catheter with no relevant findings. The patient recovered after they receiving epinephrine and the catheter was replaced with a non-coated catheter. The provided instructions state that this catheter is contraindicated for patients with a known hypersensitivity to chlorhexidine and that a clinical assessment must be performed to determine if a sensitivity exists. It was not reported if a patient assessment testing for hypersensitivity to chlorhexidine was made prior to use. Operational context related to the patient's hypersensitivity caused or contributed to this event. No further action will be taken.